Event description:
Noticed numbness in 2nd and 3rd toes of both feet beginning of 2009. Became worse. Was diagnosed in (B) (6) 2009 neuropathy of both feet. No direct cause found. Saw newspaper article about polygrip and realized it could be the cause after 5 plus years use. Dose or amount: denture cream per instructions. Frequency: 1 x day. Route: oral. Dates of use: 2003 - present. Diagnosis: denture cream. Event abated after use stopped: no.